Event description:
The customer reported that the device, 60-8005-003, system 5000, english front panel, international, was being used during an unknown type of procedure on (B)(6) 2022 when it was reported ¿one of our surgeons sustained a diathermy burn with this machine. As it was not the first time he has requested the machine to be tested. (The lead and forceps have also been sent to be tested). I have spoken with (facility employee name) today and they believe that the incident is down to user error however because the consultant has requested for the unit to be tested they have to complete all checks.¿. The procedure was reported as having been completed as planned with a 15-minute delay. There was no report of medical intervention or hospitalization for the user. Further assessment questions were asked; however, to date no response has been received from the facility. This report is being raised on the basis of injury due to unknown degree of burn to user.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
An evaluation of the returned device found that the system 5000 worked as intended, no fault found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of 22 complaints, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that because of the risk of burns, needles should never be used as a dispersive electrode for electrosurgery. The entire area of the dispersive electrode should be placed so that the entire conductive area is in firm contact with an area of the patient¿s body that has a good blood supply and is as close to the operative site as possible. In general, electrosurgical current paths should be a short as possible and should run either longitudinally or in a diagonal direction to the body, not laterally and under no circumstances lateral to the thorax. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device 60-8005-003, system 5000, english front panel, international, was being used during an unknown type of procedure on (B)(6) 2022 when it was reported ¿one of our surgeons sustained a diathermy burn with this machine. As it was not the first time he has requested the machine to be tested. (The lead and forceps have also been sent to be tested). I have spoken with (facility employee name) today and they believe that the incident is down to user error however because the consultant has requested for the unit to be tested they have to complete all checks. ¿the procedure was reported as having been completed as planned with a 15-minute delay. There was no report of medical intervention or hospitalization for the user. Further assessment questions were asked; however, to date no response has been received from the facility. This report is being raised on the basis of injury due to unknown degree of burn to user.